Event description:
Report received from the USA stating that the "motor was getting hot." The device was being used during surgery but the procedure was unknown to the reporter. There was a short delay in surgery. There was no patient or user injury. There was no user report filed. There was no additional information provided.

Manufacturer narrative:
The device has been received by (B)(4). The event was confirmed. The device was evaluated and the motor had a damaged locking mechanism, the motor had no safety lock, the pawls were worn and damaged, and the hose was cut and torn near the muffler. This was most likely dur to usage and wear over time and engaging the lock sleeve while the motor was running. If additional information is received, a supplemental report will be sent. (B)(4).